Event description:
It was reported that the pump touchscreen was unresponsive intermittently. There was no adverse impact to customer¿s blood glucose level. During troubleshooting with technical support, it was confirmed that the pump was reset each time resolving the issue, and the customer continued to use the pump for insulin therapy.